Event description:
It was reported the camera head doesn't register when plugged in. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, a cable failure was observed. Based on the results of the investigation, the definitive root cause of the issues could not be determined. A device history review (DHR) was completed and no issues were identified. This issue is addressed in the instructions for use (IFU): 4.1: precautions (warning): if an abnormal endoscopic image or an abnormal function occurs, but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head, because the irregularity can occur again. And the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient, while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure the IFU (ra0738_10) for the otv-s400, which can also be used in combination, described the subject error code as follows. 9.2 troubleshooting guide: error code:e224, error message: camera head communication error, possible cause: camera head communication is failed. Solution: immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the camera head doesn't register when plugged in. There were no reports of patient harm.